Event description:
Report 1 of 4. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample identified as paraburkholderia fungorum. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog 442023, batch no. 4277755. Customer reported a contamination issue while using bactec product. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. Pre-incubation to the retention samples was also performed for viable contamination test. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and of the complaints received, only one complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The complaint is unconfirmed based on retention samples and batch history record review results. Bd bactec¿ media are manufactured following good manufacturing practices, which include multiple in-process quality checks and an autoclave moist heat sterilization process previously validated following iso 11134 standard. Additionally, all bd bactec¿ media released for sale must pass quality control testing by procedures conventionally utilized for this type of product, including methodology and control atcc cultures specified in the clsi standard, quality assurance for commercially prepared microbiological culture media. Controls are also used during each performance testing. This product met bd diagnostics - diagnostic systems stringent quality standards at time of batch/lot release. No corrective actions were required. A cross-functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 1 of 4. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was biological contamination seen in one sample identified as paraburkholderia fungorum. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.